Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products with mdrs: 42532006702, tibia cemented 5 degree stemmed rt size d, lot# 64682462. MDR: 3007963827-2022-00297. Associated products: 42522100310, articular surface medial congruent (mc) right 10mm, lot# 64323804; 42540000032, all poly patella cemented 32 mm diameter; 42509902525, 2.5 mm female hex screw 25 mm length, lot# 64880177; 00579104100, headed screw 48 mm length, lot# 64874198; 00590102000, headless trocar drill pin 3.2 mm diameter 75 mm length, lot# 64809345.

Event description:
It was reported the patient underwent right tka procedure. Subsequently the patient was revised for femoral and tibial loosening approximately 2 years post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   H6-component code- suggested code: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no related deviations or anomalies during manufacturing. No compatibility issues were noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X-ray evaluation by third party hcp states it is difficult to confirm or exclude a smaller periprosthetic lucency in the femoral component. This complaint cannot be confirmed. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.